Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the overall baseline age of the patients was 63 years old; the baseline weight of the patients is 78.4 kg. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿endurance and performance of two different concepts for left ventricular stimulation with bipolar epicardial leads in long-term follow-up.¿ thoracic and cardiovascular surgeon. 2012; 60(1):70-77. Doi: 10.1055/s-0031-1280066. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications and product performance issues during the use of an implantable pacing lead. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. There were patients who experienced an initial drop in pacing thresholds,but then remained stable throughout the follow up period. There was also an increase in pacing thresholds for some patients. There was one patient who had an infection after the epicardial lead implantation via a lateral minithoracotomy. This patient also had ¿severe adipositas and diabetes mellitus.¿ this infection was only superficial and was ¿successfully¿ treated within a few days without the need for lead revision or explanting. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.